Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stenting procedure performed in (B) (6) 2009 ((B) (6) male; weight unknown).according to the complainant, the physician was implanting a polyflex esophageal stent in a 7cm benign esophageal stenosis. The stent was deployed without issue. When the physician checked the placement of the stent, he realized that the stent had migrated to the stomach. The physician attempted to remove the stent with biopsy forceps and polymectomy snares. The patient¿s esophagus closed during these attempts and the device was unable to be removed. The patient was not injured during these attempts. The physician planned to dilate and remove the stent at a later date, but the patient expired 7 days later in (B) (6) 2009. The patient¿s cause of death is unknown, but according to the physician¿s assessment, the patient¿s death was not related to the polyflex stent. An autopsy was not performed.

Manufacturer narrative:
(B) (4) - therapy/non-surgical treatment, additional.(date of birth) & (patient's weight) are both unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Not returned - implanted.